Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40e, 27.5 diopter lens was explanted due to the patient being unable to see distance well. The patient outcome was noted residual myopia. Patient¿s visual acuity pre-operative 20/100, visual acuity post-operative 20/20. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 12/23/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The reported lens returned cut in two parts. Both lens haptics were observed slightly distorted. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to iol removal or the explant process. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation request were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.